Event description:
It was initially reported that prior to the start of a da vinci-assisted incarcerated hernia repair and after anesthesia was administered, the patient coded as the surgical staff started the insufflation. It is unknown how many ports were placed prior to when the event occurred. In addition, it is unknown how the port that was used for insufflation was placed. Resuscitative efforts were administered; however, the patient subsequently expired. On 26-may-2022, intuitive surgical, inc (isi) obtained additional information about the complaint. The surgeon stated that the patient was a 76-year-old african american female scheduled for a da vinci-assisted incarcerated hernia repair. Once insufflation was initiated, her blood pressure dropped and went into pulseless electrical activity (pea) and interventions were initiated and the patient expired. The patient has a history of stroke 2 years ago. The surgeon stated she has no other information to provide.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complication leading to her demise cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs has been performed by an isi technical support engineer (fse) for procedures performed on da vinci system sk1903 on (B)(6) 2022 . There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clips for the reported event were submitted by the customer for review. The event information provided as been reviewed by an isi medical safety officer (mso) and the following was noted: "there is insufficient information to determine the cause of the patient¿s pulseless electrical activity (pea) during insufflation during an attempted da vinci-assisted incarcerated hernia repair." This complaint is being reported due to the following conclusion: prior to the start of a da vinci-assisted incarcerated hernia repair, after anesthesia was administered to the patient and insufflation was initiated, the patient coded. The patient was unable to be revived and the patient subsequently expired. At this time, the root cause of the patient¿s operative complication leading to her death is unknown. There is no allegation that a malfunction of a da vinci system, instrument or accessory occurred.